Event description:
Patient reported skin iiritation in the form of rawness and open skin. Patient did seek medical treatment and was advided to treat with an otc topical anti-inflammatory. The patient reported that they did follow proper skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.